Event description:
It was reported that during an unknown procedure laproscopy procedure the tissue pad melted off of the device. It is unknown if it was in the patient but it is taped to the device in the bag for return. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.